Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the product condition. The customer reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer's mother reported her daughter's blood glucose reached 15 mmol/l (270 mg/dl) less than 1 hour after the pod was activated. During needle insertion she did not feel the cannula insert correctly into the infusion site.